Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during a post diagnostic catherization, an angio-seal device was used however it did not deploy correctly per operator. When pulling the tamper back, everything came out. The patient developed bleeding, hypotension. Manual pressure was applied, hypotension continued, the patient has a CT scan to rule out retroperitoneal bleeding. The patient was in stable condition. The procedure outcome held pressure but was unable to stop bleed. Additional information was received on 27march2020: the device was cut on the bottom because the doctor wanted to see if contents were inside and they were. The doctor pulled to tamp, and device just pulled out. Additional information was received on 31march2020: a 6 fr. Sheath size was used. A pre- deployment angiogram was performed. Following deployment everything pulled out. There was no blood loss greater than 250 cc's. A blood transfusion was not required.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6 fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly along with the header bag. The arteriotomy locator was returned as well. Visual inspection revealed that the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The distal tip of the sheath was examined, and it was found to be severed. No collagen, anchor and tamper tube were returned or visible within the sheath. The suture was completely released from device. Microscopic analysis revealed that the distal end of the suture appeared to be cut below the clear compaction marker. The overall device condition is consistent with full deployment. No other visual anomalies were noted with the device. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device was not positioned in the full forward lock position, or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be determined based on the available information.